Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. The device had a missing end cap sticker. No moisture damage on the electronic assembly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she was wearing the device in her bra and could have been exposed to sweat. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.